Event description:
The iab was inserted into the pt on 11/19/97. On 11/20/97 the iab burst. Blood was noted in the iab. The iab was removed and no second iab was inserted. Event complications: none from the event - reported 2/13/98. Pt's current status: stable - rpt'd 2/13/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.